Event description:
Additional information was received that the patient was in the hospital as of (B)(6) 2012 until about (B)(6) 2012 regarding the reported event, as they were ¿really sick¿. The system was later explanted as reported. Regarding the previously reported discolored medication which was withdrawn, it was noted a culture may have been done, but the results were not reported. The patient indicated having been to the hospital emergency room 3 or 4 times between (B)(6) 2012 and the explant date.

Event description:
During the first case of volume discrepancy, it was noted that the fluid being withdrawn from the pump reservoir in addition to be yellowish was also described as turbid. It was reported that the health care professional was going to fill the pump with saline until the pump was explanted. It was, however, unclear if this was actually done.

Event description:
Additional information: the health care provider later reported that the event was an incidental finding during routine pump refill. The patient had complained of slight increased pain which was not unusual for them. Per the hcp questionable kink in the catheter. Catheter dye study and pump rotor study done (B)(6) 2012; normal. The patient returned to the office on (B)(6) 2012 to read the pump logs. No motor stall had occurred. The patient also returned to the office (B)(6) 2012 so the pump could be interrogated and the actual aspirated volume was compared with the expected volume; they were comparable.

Event description:
Additional information was received. Another episode of a volume discrepancy was reported. The actual residual volume was greater than the expected residual volume. No specific values were reported, but the health care provider pulled the full amount of drug back. It was noted that once again that the fluid aspirated from the pump was yellow tinted. No additional troubleshooting was done as of the date of this report. The physician was planning to replace both the pump and catheter, but due to the patient¿s other co-morbidities, the surgery was put on hold. It was confirmed that the patient had always had preservative free morphine straight from the hospital pharmacy in the pump.

Event description:
It was later reported that the pump was explanted and not replaced; per the reporter the reason was "pump failure 2012 per doctor note.¿

Manufacturer narrative:
Analysis of the pump revealed a motor/gear train anomaly/corrosion and-or wear and-or lubrication. There were multiple motor stalls and recoveries seen in the logs. During testing shaft wear seen on the upper and lower shafts of the rotor magnet were observed. The motor/gear train anomaly/stall was concluded to be due to shaft-bearing. Analysis of catheter (model # 8596) concluded an incorrectly assembled catheter. There was suture seen applied directly on the catheter body. Initially there was an occlusion noticed during the analysis procedure, but the occlusion was easily broken loose. Further testing did not show any holes in the catheter. Analysis of catheter (model 8703) concluded acceptable testing, however it was returned in incomplete in segments.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient complained of increased baseline pain. The expected residual volume for the pump was 5.3 ml and the actual residual volume was 15 ml. It was also stated that the drug that was pulled from the pump was yellow and cloudy as was the cerebrospinal fluid. Both a roller and dye study were performed which looked good. The pump contained morphine 20 mg/ml, 11.2 mg/day. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Implanted: (B)(6) 2006 explanted: product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8596, serial# (B)(4), explanted: (B)(6) 2013, product type catheter; product ID 8596, serial# (B)(4), explanted: (B)(6) 2013, product type catheter; product ID 8703w, serial# (B)(4), explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant product: catheter model 8703w, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.